Event description:
It has been determine,d that the event associated with this complaint is not serious. And not reportable. This record is no longer reportable to FDA. And will be un-reported.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown. Device remains implanted.

Event description:
It has been determined that the event associated with this complaint is is not serious and not reportable. This record is no longer reportable to FDA.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 12/21/2023. Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 01/23/2024.